Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per getinge standard operating procedure since the serial number for the unit was not provided. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the battery of the cardiosave intra-aortic balloon pump (iabp) failed and became drained during the interval of time the it was unplugged until the time it reached to the helicopter, causing the iabp to shut down. It is unknown under which circumstances this event occurred; however, no patient harm or adverse event was reported.

Event description:
It was reported that the battery of the cardiosave intra-aortic balloon pump (iabp) failed and became drained during the interval of time the it was unplugged until the time it reached to the helicopter, causing the iabp to shut down. It is unknown under which circumstances this event occurred; however, no patient harm or adverse event was reported. We have confirmed that this complaint event was duplicated in our system. Please note that all relevant information for this complaint was captured and submitted under the mfg report #2249723-2019-00187; therefore, this complaint will be cancelled as a duplicate complaint.

Manufacturer narrative:
We have confirmed that this complaint event was duplicated in our system. Please note that all relevant information for this complaint was captured and submitted under the mfg report #2249723-2019-00187; therefore, this complaint will be cancelled as a duplicate complaint.